Event description:
It was reported that patient underwent total knee arthroplasty in (B) (6) 2008. A revision procedure was performed approximately one year and a half later because the tibial tray was loose. It was noted during the revision procedure that there was no union between the tibia tray and the cement. No further information has been received to date.

Manufacturer narrative:
Evaluation of the returned component was inconclusive. The reason for the loosening could not be determined.

Event description:
It was reported that patient underwent total knee arthroplasty and that a revision procedure was performed approximately eight weeks later because the tibia tray was loose. It was noted during the revision procedure that there was no union between the tibia tray and the cement. No further information has been received to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Date of event - 2009. Date implanted - unknown.date explanted - 2009.